Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced diaphragmatic stimulation from the left ventricular (lv) lead and that the lead was programmed off. No further patient complications have been reported as a result of this event.